Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 41-year-old female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 5 years 6 months after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 2010 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("iud embedded") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of migraine, vaginal bleeding, past tobacco smoking, wisdom teeth removal and balloon sinuplasty. Concurrent conditions were listed as headache, asthma, asthma, anxiety depression, anemia and pelvic pain female. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2021). The reporter considered embedded device to be related to essure administration. The reporter commented: estimated blood loss: 150 ml discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: uterus, cervix, bilateral fallopian tubes, hysterectomy: mild chronic cervicitis. Benign metaplastic endometrium. Leiomyomatous changes. Histologically bland fallopian tube segments. Clinical history: other specified abnormal uterine and vaginal bleeding. Gross description: opening the uterus reveals a coiled metallic essure sterilization device is protruding from the left cornu into the endometrial cavity. The endocervical canal is unremarkable and the endometrium is tan and <0.1 cm (centimeter)thick. The myometrium is 1.6 cm (centimeter) and displays a 1.6 cm (centimeter) tan intramural circumscribed nodule without hemorrhage or necrosis in the posterior myometrium. The right fimbriated fallopian tube is 5.0 x 0.4 cm (centimeter) and displays a tightly coiled metallic essure sterilization device in the proximal lumen. The left fimbriated fallopian tube is 7.0 x 0.4 cm (centimeter). Sectioning reveals a portion of a tightly coiled metallic essure device present in the proximal fallopian tube lumen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device ((B)(4)). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Event medical device removal is updated to embedded device. Medical history & lab data added, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) iud embedded [iud embedded], mild chronic cervicitis [chronic cervicitis] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("iud embedded") and cervicitis ("mild chronic cervicitis") in a 41-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, abnormal uterine bleeding, endometrial metaplasia, migraine, vaginal bleeding, past tobacco smoking, wisdom teeth removal and balloon sinuplasty. Concurrent conditions were listed as headache, asthma, asthma, anxiety depression, anemia and pelvic pain female. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced embedded device (seriousness criterion intervention required) and cervicitis (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2021). The reporter considered cervicitis and embedded device to be related to essure administration. The reporter commented: estimated blood loss: 150 ml discrepancy noted removal date of drug updated to (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: uterus, cervix, bilateral fallopian tubes, hysterectomy: mild chronic cervicitis. Benign metaplastic endometrium. Leiomyomatous changes. Histologically bland fallopian tube segments; on (B)(6) 2023: uterus, cervix, bilateral fallopian tubes, hysterectomy: mild chronic cervicitis. Benign metaplastic endometrium. Leiomyomatous changes. Histologically bland fallopian tube segments. Clinical history: other specified abnormal uterine and vaginal bleeding. Gross description: opening the uterus reveals a coiled metallic essure sterilization device is protruding from the left cornu into the endometrial cavity. The endocervical canal is unremarkable and the endometrium is tan and <0.1 cm (centimeter)thick. The myometrium is 1.6 cm (centimeter) and displays a 1.6 cm (centimeter) tan intramural circumscribed nodule without hemorrhage or necrosis in the posterior myometrium. The right fimbriated fallopian tube is 5.0 x 0.4 cm (centimeter) and displays a tightly coiled metallic essure sterilization device in the proximal lumen. The left fimbriated fallopian tube is 7.0 x 0.4 cm (centimeter). Sectioning reveals a portion of a tightly coiled metallic essure device present in the proximal fallopian tube lumen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (10074498). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jul-2025: medical records received. Reporter information, medical history, lab data, event: mild chronic cervicitis added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.